Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 400mg/dl (in the reported issue notes it states "around 400mg/d"), 240mg/dl. Tests were done within 5 minutes with a difference of 44%. Pt did not experience any adverse events. No further info has been reported. Note - control solution might be expired.